Manufacturer narrative:
(B)(4). Technical support engineer advised the customer that the 840 ventilator needs at least one gas supply to deliver volume to the patient and since they disconnected the transport gas supply before attaching either wall supplied, the unit would go into svo briefly. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during patient use, the ventilator went to safety valve open (svo) briefly while attaching the ventilator into a wall gas supply. The patient continued to be on the ventilator. There was no report of patient harm or serious injury associated with this event.